Manufacturer narrative:
A visual assessment was performed after disinfection. The catheter was kinked in several locations, beginning near the distal end. As received, the working channel sleeve protruded. Maximum working channel sleeve protrusion was observed when the tip was articulated by turning the small knob in the counterclockwise direction. A functional evaluation was performed. The device was plugged into the controller. No image was displayed, confirming a lost image. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white areas along bond a appear to show evidence of adhesion. It was found during the investigation of the returned spyscope ds that the working channel sleeve was protruding. Based on the investigation results, the underlying cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Therefore, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is manufacturing process design. An investigation is underway to address this issue. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the lower bile duct to hepatic portal during a biliary lithotripsy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the cycle of crushing the stones and its retrieval was repeated twice. On the third cycle, upon inserting the device into the papilla, noise suddenly appeared on the screen described as rainbow-colored noise in horizontal direction. The screen displayed dots and appeared in intervals, as well as the image and the noise. They reconnected the dvi cable, this spyscope ds and the controller but the issue was not resolved. Eventually, the image disappeared and the screen prompted saying that the device was not connected. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; working channel sleeve protrusion.